Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial hcg+b result was 106.3 iu/l. The same patient sample and a redrawn patient sample were both tested on (B)(6) 2018 both with results of < 0.100 iu/l, with a data flag. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The hcg+b reagent lot was 284292 with an expiration date of 28-feb-2019. Review of the analyzer alarm history, calibration trace, and qc history were inconspicuous. A general reagent or instrument problem could not be identified. Based on the data provided the investigation was unable to find a definitive root cause.